Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care escalated the case, and the review confirmed occasional differences between sg and bg values but noted that resolution could not be verified since the user declined to continue using the system. B4.date of this report 21 dec 2025. G3.date received by the manufacturer? 21 dec 2025. H6. Health effect -impact code updated to 4624. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer provided the below example for review. Date time sg value bg value a. (B)(6) 2025 around 4 pm. Sg hi, bg 6,8 mmol/l. Although troubleshooting assistance was offered, the customer declined it and decided to have the sensor removed.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. Based on the review, it was observed that there were occasional differences between the sensor readings and blood glucose (bg) values. No further investigation of the sensor was possible as user declined further assistance and decided to get discontinue using eversense e3 cgm system and switch to another cgm with pump integration capability. It was unable to confirm if the customer had their sensor removed or not. Per dms, the customer is not using the system since (B)(6) 2025. No further investigation was possible for this complaint.